Event description:
It is reported that the hospital received items and noticed that the pins were packaged incorrectly. They received "spade" style pins rather than "trocar" style.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.